Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, , h6, h10. Unique device identifier (UDI)- (B)(4). Rickham reservoir was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the valve came apart during procedure. When the surgeon pushed on the pumping chamber, the rickham popped. The procedure was completed with a new product without patient injury/without surgical delay.